Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that when the surgeon opened the cranial access kit to put a "ventric" into an intensive care unit (ICU) pt, there was hair inside of the wrap. The product was not used. There was no pt contact. Add'l clinical info has been requested.